Manufacturer narrative:
Trackwise # (B)(4). Corrected section: a4 - patient weight changed to 100 kg. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 12/03/2021. A photograph was provided by the account. An unexplained material was observed during the procedure. While the jaws were visible in the photograph, we are unable to view the entire jaws. An investigation was conducted on 12/14/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact with no physical or visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A microscopic evaluation was conducted. The clear silicone insulation on both the cold and hot jaws was observed to intact wit no physical or visual defects observed. The unexplained material observed in the photograph was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, at the beginning of the case after 20 seconds of spot cautery, some elements of the inlay of the jaw broke loose and was released in the tunnel. The majority of the debris was captured and retrieved. No additional incisions were required. No delay. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
N/a.